Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-26749. It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right ventricular - rv lead was not functioning properly due to suspected fracture and the atrial lead exhibited noise oversensing. The rv and atrial leads were explanted and replaced. The patient condition was unknown.